Manufacturer narrative:
Additional information indicated the event did not involve the stim ins ((B)(4)) as previously reported as the issue had occurred during a stage one evaluation, with an unknown neu_ens_stimulator, prior to ins implant.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that no return would take place as when the rep went back to the o.r to retrieve the lead, the or staff had disposed of it. The rep noted the lead had been damaged in the stage one procedure due to use error - the physician was pulling too hard on the lead and that was what had caused the damage. The physician pulled too hard on the boot by the housing which was what caused the lead to fray. At the time, they were getting good patient response, so their plan was to wait until the stage two procedure to replace the lead, which was the action they took. The patient was reported to have been doing great with the therapy after implant.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3889-28, lot# va15z0k, implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: lead. (B)(4).

Event description:
A manufacturer representative (rep) reported during a procedure lead impedance was high and the lead wire was damaged in the case. Lead impedances were run and were found to be abnormal on all electrode configurations. The lead was removed and another lead was placed. The indication for use is unknown.

Event description:
Additional information reported indicated that the date of stage 1 procedure when lead was damaged was (B)(6) 2016. The implant/explant dates and the lead damage date has a discrepancy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.